Event description:
It was reported by the clinician, after inserting the sheath, they tried to insert the balloon; resistance was met and it could not be inserted into the sheath. As a result, the catheter was exchanged with a new one. There were no reported pt complications as a result of this occurrence.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.